Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There were no issues identified during device evaluation in relation to the reported problem. The sample met product specifications; therefore, the condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-69 alarm (abnormal battery recharging voltage). The process step was before use. There was no patient involvement. No additional information is available.